Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a whipple procedure, the stapler locked out on a bundle of tissue. The reverse button did not reverse the blade, so the manual over ride was used to reverse the blade and open the jaws. A second like device was tried and it also locked out. It locked out on a vessel. The device would not open and the manual over ride did not work. A tx stapler was used to cut out the powered device and remove the specimen. The tech was then able to use the manual over ride to release the specimen. The procedure was completed with no patient consequences reported.